Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, a mini 2-1 drawer had failed. The customer stated that the malfunction occurred when user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a mini drawer had failed due to medication jam. A field service engineer had assisted the customer remotely in removing the jam from the mini drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.